Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics for the event (no further details), scheduled to be completed 17 days after receipt of this report. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.